Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported device connectivity issues with specific unit in the hospital. Pcus are disconnecting from the wireless. There was no patient involvement reported.